Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument and determined the cause of the leak was due to a worn cap piercer waste valve. The fse installed a new waste valve to resolve the issue. The instrument software version is 5.4. (B)(4).

Event description:
The customer reported a leak from the cap piercer on the unicel dxc 600i synchron access clinical system. The leak was contained within the instrument. The customer was wearing gloves, gown and eye protection. No reports of injury or customer exposure. No reports of erroneous patient results generated.